Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 307 mg/dl. The customer stated that she was getting no delivery alarms and was vomiting. Troubleshooting was performed, and the insulin pump passed the prime test. The customer also stated that she is aware that she might have scar tissue due to so many years of injections. Nothing further was reported.